Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 437 mg/dl and sensor glucose was 88 mg/dl at the time of the event, the difference is outside the acceptable range. Customer was treated with manual injection for high blood glucose level. Customer was using auto mode. The sensor will not be returned for analysis.